Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was not working. The patient contacted animas again on (B)(6) 2012 reporting that he continued to use the pump and had an issue programming a bolus due to the ok button issue. The patient reported that after the response issue, he ripped the keypad off to see what was wrong with the buttons. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn on the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was unresponsive. The other keypad buttons are responding appropriately. Unrelated to the event, evaluation revealed a break in the flex circuit below the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.